Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part (B)(4), lot 4l59548: release to warehouse date: july 30, 2019. Supplier: selzach. Manufacturer: hagendorf. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the radiolucent insertion handle was received with no visual defects. A functional test was performed, and the aiming arm and insertion handle were able to be assembled with no signs of misalignment. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional inspection cannot be performed as the complaint relevant dimensions could not be taken. The current and manufactured to drawings were reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a surgical procedure dynamic hole on aiming arm was missed by the hole for locking screw. No patient consequences. Concomitant device reported: unknown locking screw (part# unknown; lot# unknown; quantity: 1). This report is for one (1) radiolucent insertion handle frn. This is report 1 of 2 for complaint (B)(4).